Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, additiona & full initial rep name: (B)(6).

Event description:
N/a.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a system overtemperature during use and patient experienced a cardiac arrest.

Manufacturer narrative:
Due to character limitation in e1 - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact number - (B)(6). Updated fields - b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service (fse) evaluated the unit and confirmed the overtemperature alarm, causing the pump to stop. The temperature sensor (0206-00-0734) was replaced but the pump test failed, indicating the machine was not repaired. The high-temperature alarm was initially suspected to be caused by a pump component malfunction, so it was replaced (0119-00-0236). It was determined that the pump had abnormal positive pressure. The pump assembly was replaced and the positive pressure was normal. In addition, the pump assembly was replaced on august 1st due to the units drive regulator calibration tests failing. A recall has now been implemented to install heat sinks and replace the fan. The failure analysis and testing department received compressor with a reported unit failure of the pressure levels. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Pressure and vacuum can be calibrated correctly. No issues found during testing. Retaining the part in the failure analysis and testing department.